Manufacturer narrative:
Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device was explanted approximately eight (8) months for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
It was reported that an aortic valve was explanted after an implant duration of approximately eight (8) months due to unknown reasons. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Event description:
Per follow up with the healthcare provider, it was learned that this was a non-device related endocarditis explant. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: new information indicates this event was due to endocarditis after eight (8) months. The healthcare provider indicates no device relationship to this event. Prosthetic endocarditis of valves is a serious complication of valve replacement surgeries. Late prosthetic endocarditis, after eight months of implant, resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.